Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10" error message was reported with the abbott diabetes care (adc) device. The customer experienced unspecified hypoglycemia symptoms, and emergency responders were called. A glucose test result of 40 mg/dl was obtained on the healthcare professional meter. The customer was given oral glucagon for treatment. The customer was transported to a nearby hospital and given additional glucose serum. There was no report of death or permanent impairment associated with this event.